Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-dec-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the mini drawer 1.2 failed. A field service engineer removed the mini drawer and reseated both the flat flex cable and the sensor wiring harness. Cleaned the drawer compartment thoroughly. Manual testing confirmed that the drawer released properly. Further verification using diagnostics showed that the drawer was functioning correctly. The customer successfully tested the drawer in the user application, confirming proper operation. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported when using the bd pyxis¿ anesthesia station es, drawer was sticking. The customer reported that the malfunction occurred when the user was trying to dispense medication to the patient. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Initial reporter facility name e1.- (B)(6).

Event description:
It was reported when using the bd pyxis¿ anesthesia station es, drawer was sticking. The customer reported that the malfunction occurred when the user was trying to dispense medication to the patient. There were no adverse events or injuries reported based on this incident.